Manufacturer narrative:
An certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation aside from a slight residue coating portions of the screw. No pre-existing conditions were noted on the per. Pictures or x-ray images were not provided. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (loosening) or device (iunihg). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. Zimmer biomet (B)(4). Patient identifier: not provided. Patient age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported a loosening screw (iunihg) that occurred two years ago. Doctor replaced the screw with a new one and no more loosening has been reported until this time.